Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological, no label or missing label information, and discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (365900) from lot 0147798: discolored additive ×300, fm in tube ×2, defective marking ×1, dirty cap ×1, spot in tube ×1.

Manufacturer narrative:
H.6. Investigation: bd received actual samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 1,foreign matter 2. Defective marking 3. Edta clump 4. Additive bnormality 5. Embedded fm in the cap 6. Embedded fm in the tube. With the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for 1,foreign matter 2. Defective marking 3. Edta clump 4. Additive bnormality 5. Embedded fm in the cap 6. Embedded fm in the tube with the incident lot was observed. Bd determined that the most likely root cause of the indicated failure of the 1, fm is that the fragment of plastic tube entered the complaint tube whilst both were in the large super-sack used to store/transport tubes around the site. 2. Most likely root cause for the reported defect of defective marking is that the banding mat picked up too much ink which resulted in small parts of the label that the printing is partially thick. This is generally a transient issue affecting relatively few tubes. 3-4 additive abnormality-- the most likely root cause for this type of defects is that the additive spray nozzle has become slightly occluded causing the spray pattern to be coarser. In turn this becomes slightly yellow when irradiated. The fact that the spray nozzles are automatically washed at regular intervals during processing means that the impact of this type of issue is limited. This is recognised to be an aesthetic defect with no impact on the efficiency of the tube. 5. Bd determined that the most likely root cause of the indicated failure of the embedded fm is attributed to manufacturing. 6. The most likely root cause is that the speck entered the plastic during the tube moulding process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological, no label or missing label information, and discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (365900) from lot 0147798: discolored additive ×300, fm in tube ×2, defective marking ×1, dirty cap ×1, spot in tube ×1.